Event description:
It was reported that, "dr (B)(6) revised the above total hip arthroplasty due to the pt complaining of pain and recent dislocation. Dr (B)(6) removed the x3 poly liner, the 2030-6525-1 6.5mm bone screw lot number mjm90e, the modular neck and the 32mm head. He found the cup and size 8 modular stem to be well fixed. Dr (B)(6) sent a sample of the pt's soft tissue removed from the hip to the lab as a frozen section and received response there was no sign of any inflammation of the tissue. Dr (B)(6) trialed the size 38mm 8 degree anteversion neck with mdm trials and found the construct to be stable through various range of motion assessments. This was a right total hip. Dr (B)(6) replaced the above components with (B)(4), lot 36368301 28mm v40 head, (B)(4), lot 10177695ca, (B)(4), lot number 38678201 and (B)(4) liner, lot number 38816901. The removed components will be returned upon receipt of a per number to reference. The 6.5mm 25mm bone screw was not reimplanted, was discarded, and will not be returned."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.